Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed. A root cause was not identified due to insufficient information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
A care giver (cg) sent an email to the corporate mailbox to report that when a cassette was hooked up to the bag it leaked. A follow up was done via phone. The cg reported that he connected the solution bag to the cassette and noticed a leak. There was patient involvement, but no injury or medical intervention was reported.